Manufacturer narrative:
(B)(4).

Event description:
It was reported that oxygen (o2) sensor on 840 ventilator won't calibrate. Although requested, it was not reported if the patient was connected to the ventilator at the time of the event nor intervention taken on behalf of the patient and patient outcome.

Manufacturer narrative:
Covidien ref (B)(4). The ventilator was not in use on a patient at the time the event occurred. (B)(6). Service engineer (se) found low o2 readings., calibrated the o2 sensor and performed extended self-testing on the device and all tests passed.